Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen became unresponsive and illegible, preventing further interaction. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump despite original pump being out of warranty, was instructed to place damaged pump into storage mode and return it using prepaid label, and was informed that pump settings and continuous glucose monitor connection would need to be programmed on replacement pump, which customer understood and acknowledged.